Manufacturer narrative:
Justification for no UDI, this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the associated defibrillator was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2. Conversations with the customer confirmed that the reported condition occurred while using the r series device with zoll onestep complete electrodes during pacing. The ECG signal was not visible because the required onestep pacing cable and ECG cable connections were not fully configured to display ECG leads during pacing. The customer was reeducated on the proper cable connections needed to view the ECG signal during pacing, and they confirmed resolution of the reported condition and no recurrence since staff reeducation. No product was returned for evaluation.